Event description:
It was reported that the patient experienced a shocking sensation in the buttock and back area after leaning back in a chair. The event occurred prior to the patient's ins replacement in (B)(6) 2010. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: na, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).